Manufacturer narrative:
(B)(4). The following information has been requested and received to date. Attempts have also been made to obtain the device. To date the device has not been returned. If further details are received at a later date a supplemental what was done to treat the shard penetration?- no special treatment. There was a minimal bleeding. What is the status of the surgeon injury today? The surgeon is well. I have spoken to him and made sure he is ok. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a tvt procedure on (B)(6) 2020 and topical skin adhesive was used. The dr broke the ampule in order to close the skin after procedure and was stabbed by a fractured piece that penetrated the outer cover of the ampule. The cut was minor and there was no need medical /surgical intervention or special treatment. There was a minimal bleeding. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/3/2020. H3 evaluation: during evaluation process the applicator shows a crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip and in the area, that the sample reveals a piercing. All the components of the applicator are present and appropriately assembled. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. A manufacturing record evaluation was performed for the finished device batch pjh731, anx1215 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.